Manufacturer narrative:
Correction : annex b : b21 annex c : c21 annex d : d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, manufacturer narrative annex a : a25 annex g : g07001 annex b : b01,b14 annex c : c19 annex d :d14 investigation summary: the report of an over infusion of benadryl was not confirmed through a review of the logs or reproduced during laboratory testing ¿ laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. ¿ a review of the pump module log showed last infusion was recorded on 23 september 2024 at 10:47:20 am, with vtbi=55.253 ml and rate= 232 ml/hr. At 10:48:10 am the pump module was turned off. O the drug ID and programming parameters could not be determined due to the limitations of the pump module logs recorded. No information could be identified regarding the mentioned scheduled infusion of benadryl. ¿ inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. ¿ the alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ o the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. ¿ mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation, please re-torque all screws. Please replace the mechanism assembly as it was disassembled during the investigation. Please replace the air-in-line assembly as it was damaged during the investigation. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported over infusion event was not identified. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing.

Event description:
It was reported that the device "infused too fast". No further information was provided. There was patient involvement, but no harm. Bd received additional information. It was reported that the infusion was for benadryl, "routine" order. Guardrails drug library was used when programming the infusion. The nurse reportedly noticed the drips "were too fast based on the rate and pulled off the pump and a new one was used to administer.".

Event description:
It was reported that the device "infused too fast". No further information was provided. There was patient involvement, but no harm. Bd received additional information. It was reported that the infusion was for benadryl, "routine" order. Guardrails drug library was used when programming the infusion. The nurse reportedly noticed the drips "were too fast based on the rate and pulled off the pump and a new one was used to administer."

Manufacturer narrative:
Correction : PMA / 510(k)#.

Manufacturer narrative:
Correction : annex a : a25 annex g : g07001 annex c : c19 annex d : d14 additional information : manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Annex a : a0404 annex g : g0301201 annex c : c070606 annex d : d02 note that imdrf annex a0404, c070606, d02, g0301201 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the device "infused too fast". No further information was provided. There was patient involvement, but no harm. Bd received additional information. It was reported that the infusion was for benadryl, "routine" order. Guardrails drug library was used when programming the infusion. The nurse reportedly noticed the drips "were too fast based on the rate and pulled off the pump and a new one was used to administer."

Event description:
It was reported that the device "infused too fast". No further information was provided. There was patient involvement, but no harm. Bd received additional information. It was reported that the infusion was for benadryl, "routine" order. Guardrails drug library was used when programming the infusion. The nurse reportedly noticed the drips "were too fast based on the rate and pulled off the pump and a new one was used to administer."

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.